Manufacturer narrative:
Medical device lot # unknown. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for holder separation from the bd vacutainer® eclipse¿ signal¿ blood collection needle with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: this complaint is confirmed on the basis of the returned photograph. The needle and holder are 'snapped' together in the manufacturing process and the holder is held in place by 3 rings on the needly hub. It appears that in a relatively small number of cases the holder has not snapped over all 3 rings. Meaning it is not held securely and may be prone to separation. A new sensor that measures the height of the de-compressed assembled product has been introduced onto chassis 5 of the eclipse signal assembly line and effectively is confirming that the holder has snapped over all 3 rings. This is fitted after the 'nap' station that snaps the holder and rear hub together. The sensor was introduced from batch 368835 / 5086171 (started may 5th 2015) onwards.

Event description:
It was reported that when introducing the needle in the patient's vein, the holder got separated from the bd vacutainer® eclipse¿ signal¿ blood collection needle no serious injury or medical intervention.